Manufacturer narrative:
The device has been received at the manufacturer for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details the trigger nut was loose and was tightened, in addition a few components were replaced. The device was repaired and returned to the customer.

Event description:
It was reported that the o-ring fell out of the handpiece during a surgical procedure. The device did not fall into the surgical site. There were no adverse consequences and the procedure was completed successfully using a back-up device. No delay was reported.